Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device referenced in b5 is captured under a separate report.

Event description:
According to the available information, the anchor tore away from the sling on the static side when the sling was tensioned slightly following static anchor placement. Another altis was used that failed. The suture would not slide through dynamic anchor and thus could not tension sling. They ended up using another [third] device. This captures the first altis device.